Event description:
The unit carton for this aa4203tl silicone toric place lens was returned without any previous allegation of product problem. Writing on the carton stated "implanted, removed, lens destroyed, torn." Additional information has been requested from the user facility, but none has been forthcoming. A supplemental medwatch will be sent if additional information becomes available. This is one of two lenses the surgeon attempted to implant in this patient-see #2023826-2005-1430.